Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported one of the clamps broke off at the base of the top clamp rather than at the handle and the other one stripped inside the top plate meaning we had no clamping tension. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional tests or inspections could be performed. For these reasons, the complaint could not be verified and the most likely underlying cause of the complaint could not be determined. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported the products are unable to be returned as the one that stripped was left in the patient after swooshing the upright post down to mushroom over the plate ¿ even though it wasn¿t rigid. The other product was disposed of. The event caused a few minutes delay as well as a delay to collect the titanium plating set which was used for one plate and two screws.